Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue identified, and the customer was diagnosing cardiac arrhythmia for a patient. The philips field safety engineer (fse) visited onsite and confirmed that the reported issue. Review of log file confirmed that the issue with x-ray generator. The engineer re-greased the cathode and anode tubes. The device has been tested and returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible. There was no report of harm. Philips has started an investigation of this complaint.